Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had bent cannula. Customer's blood glucose at time of incident was 127 mg/dl. The customer stated the sensor become bent when they tried to put them in. The customer was advised to have it in his abdomen unless the health care provider says otherwise. The customer stated that he understood and send him a replacement sensor.